Event description:
The customer reported a "cycle power" screen message.

Manufacturer narrative:
(B)(4): the customer reported a "cycle power" screen message. The unit was evaluated at philips and the failure was verified. The power pca was replaced to resolve this failure. The unit passed all post servicing testing and was returned to the customer site.